Event description:
The user facility reported their unit leaked 10 gallons of water. The leak was contained using several towels. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and found a surgical instrument had entered into the recirculation piping and pump. The surgical instrument damaged the pump seal, causing a large amount of water to leak from the pump head. The technician identified the surgical instrument was able to enter into the recirculation piping as the chamber strainer was not properly seated inside of the washer. The chamber strainer is removed on a regular basis by facility staff for cleaning purposes. While onsite, the technician discussed the importance of properly seating the chamber strainer in order to prevent recurrence of the reported issue. The technician made the necessary repairs, performed a test cycle and returned the unit to operation. The washer was installed in october of 2002 and is currently under steris service contract. The last preventive maintenance was performed on (B)(6) 2014 at which time the unit was confirmed to be operating to specification. No further issues have been reported.